Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in 2017. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an evacuated container broke. The case was delivered and a dent was observed on the top of the box near the baxter label; however, the customer did not see the case being dropped or mishandled. The customer did not open the box, but could tell from the noise when moving the box that the glass was shattered. The event occurred prior to use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection noted that the glass bottle was broken. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.